Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is based solely on the user facility reported issue. Note: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound when weight is removed from the sensor. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.